Manufacturer narrative:
An internal investigation was performed for a customer in france reporting false negative results when using the vidas® lyme igg assay, lot 1006571330 and lot 1006179040. Complaint trending analysis: one other complaint for each lot of vidas lyg ((B)(4)) were reported. Quality control records: the analysis of the batch history records of vidas lyg batches (B)(4) showed no anomaly during manufacturing, control and packaging processes. No CAPA nor non conformity was recorded for either of these two lots. Study of internal samples control charts: an analysis was carried out on six internal positive samples, that included three with high test values and three samples with test values close to the cut-off of 0.20 tv. Vidas lyg batches 181125-0 and 190530-0 were compared to four other batches (190104-0, 190312-0, 190619-0 and 190821-0), and all results for all batches were within acceptable ranges and compliant to the product specifications. Tests performed internally: six internal samples were tested on vidas lyg batch 1006179040 / 181125-0 (test performed on (B)(6) 2018) and batch 1006571330 /190530-0 (test performed on (B)(6) 2018), and compared to two other batches manufactured using different raw material. Vidas lyg batches 1006179040 / 181125-0 and 1006571330 / 190530-0 were within their acceptable ranges. There was no interpretation change and the results obtained were similar to those obtained before the batch release. The blood samples from the patient that were collected respectively in (B)(6) 2018 and (B)(6) 2018 were negative, using batches of vidas lyme igg 190530-0 and three other batches, with results between 0.12 and 0.19 tv ( cut-off >=0.20). The patient samples were not tested on vidas lyme igg batch 1006179040 / 181125-0 because the lot was expired when the samples were received. According to the results provided by the customer, the sample collected on (B)(6) 2018 was equivocal using diasorin and lyme igm negative. The western blot (mikrogen method) gave a score of 6 points (positive result if >= 7 points). Biomnis concluded to an incomplete profile which doesn't allow to confirm the presence of specific igg antiobodies in the serum. To see with the clinical and therapeutic context. The sample collected on (B)(6) 2018 was positive using diasorin with an igg concentration of 15 ua/ml (cut-off =14 ua/ml) and lyme igm negative. The western blot (mikrogen method) gave a score of 6 points (positive result if >= 7 points). Biomnis concluded to an incomplete profile which doesn't allow to confirm the presence of specific igg antiobodies in the serum. To see with the clinical and therapeutic context. After the results obtained by the customer in may, an antibiotic therapy was started in june for three weeks with ceftriaxone, which may explain the weak kinetics of the igg antibodies in the serum. The csf samples were not tested using vidas lyme igg method, so no information was obtained regarding their behavior on vidas. In conclusion, this issue could be explained by the patient context. (Suspicion of neuroborreliosis and antibiotic therapy). According to the information, there is no issue with the performances of vidas lyg batch 1006179040 /181125-0 and batch 1006571330/190530-0. In vidas lyme igg ref. 30320 package insert, it is mentioned at section limitations of the method. "Patients in the early stages of infection or who have undergone an antibiotic therapy, may not produce measurable igm and igg. Patients with clinical history and/or symptoms suggestive of lyme borreliosis but with negative test results should be reported as no detectable antibodies to b.burgdoferi. A second specimen should be collected 4-6 weeks later."

Event description:
A customer in (B)(6) reported false negative results when using the vidas® lyme igg assay. The customer stated they obtained vidas® lyme igg assay negative results for a (B)(6) male patient 's samples, that were collected in (B)(6), (B)(6) and (B)(6) 2018. The customer then sent the three samples to two external laboratories and the results were positive. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.